Event description:
On 2/4/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced diabetic ketoacidosis (dka) resulted in hospitalization. The event occurred on 2/2/25. The cds reported the user was admitted to the hospital on 2/2/25 due to dka and tested positive for covid-19. The user's dexcom g7 continuous glucose monitor (cgm) was displaying "low" (<40 mg/dl) inaccurately. Initially admitted to the ICU, the user was later transferred out of intensive care but remained hospitalized. Plans were in place to restart the ilet system upon discharge. Further details regarding bg levels, backup therapy, treatment received, and discharge date remain unknown. Multiple follow-up attempts were made, but no response was received.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.